Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smu drawer 4 failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and required maintenance. A field service engineer (fse) found that the device was unable to recognize the open/close status of drawer 3. Initial troubleshooting was performed to identify the cause of the issue, during which it was found that the inseparable latch magnet had fallen out of position. A new inseparable latch was installed. General cleaning of the device was performed, followed by complete testing. All functions were confirmed to be ok, and the device was handed over to the customer in normal working order. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smu drawer 4 failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: upon further review, it was determined that this report was inadvertently submitted as a duplicate MFR. Report number 2016493-2026-15498 please refer to MFR. Report number 2016493-2026-16237.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smu drawer 4 failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.